Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection between the heater bag and the line, which is known to cause the reported alarm. The cause of the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. The patient stated that the bag on top of the heater line must not have been screwed in tight because fluid had come out. The patient stated that the bag seemed to have a tight connection when setting up for therapy, but now the connection was not tight to the bag. The technical service representative (tsr) explained the alarm and assisted the patient in ending therapy. The patient would start over with new supplies. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.